Event description:
Procedure type: unk. According to the rptr: the inner pin of the locking hinge fell off the device. The pin did not fall into the abdomen. This trocar was not used. No pt injury was reported.